Event description:
It was reported that when the handpiece was tested with the micro tip, the power only went up to 60 percent(%) and then fell a bit. No warning lights came on. It was reported that since the pt had a "soft tumor", the user decided to use the handpiece. It was set on "100% power but it only went to 70%, sometime 80% and it fell to 50% and stayed there". The handpiece never got hot. It is unk if the pt was injured. After the surgical case, the handpiece was switched off and then on again. The warning lights came on. When disassembling the handpiece, the user struggled to get the nosecone off and saw damage on the tip of the device. It was reported that it looked "like a piece melted in the autoclave." The micro tip was disposed of after the case. The user had another handpiece in the same autoclave and that handpiece had no problems. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.